Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the screw on the tightening knob broke off. The root cause is attributed to misuse and heavy usage. The overall condition of the device suggests moderate to heavy usage. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened.

Event description:
During a revision hip, surgeon fractured the handle of the osteotome handle out of the cementless moreland set.